Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment resulting in undersensing. Patient also received an electric shock due to undersensing. A new lead was successfully implanted. No additional adverse patient effects were reported.